Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd phaseal optima injector (n40-o) had an issue with separation, causing leakage. The following information was provided by the initial reporter: "rn walked into patient's room and the "male connector was on the floor with est. 75cc of darzalex. The line was still on the alaris pump and dripping on the pole and floor."

Event description:
It was reported bd phaseal optima injector (n40-o) had an issue with separation, causing leakage. The following information was provided by the initial reporter: "rn walked into patient's room and the "male connector was on the floor with est. 75cc of darzalex. The line was still on the alaris pump and dripping on the pole and floor.".

Manufacturer narrative:
The following field was updated due to additional information: b.3. Date of event: (B)(6) /2021

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported bd phaseal optima injector (n40-o) had an issue with separation, causing leakage. The following information was provided by the initial reporter: "rn walked into patient's room and the "male connector was on the floor with est. 75cc of darzalex. The line was still on the alaris pump and dripping on the pole and floor."